Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement felt different than usually to mix and the bottom would not "suck up". When it "sucked up", it was loose and leaky when using in the optigun.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the cement felt different than usually to mix and the bottom would not "suck up". It was loose and leaky when using in the optigun.

Event description:
It was reported that the cement felt different than usually to mix and the bottom would not "suck up". When it "sucked up", it was loose and leaky when using in the optigun.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the most probable root cause could be related to high temperatures during transport and storage. Please note that the appropriate storage conditions are mentioned in the device labeling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.